Manufacturer narrative:
According to the complainant, the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been admitted to the emergency room with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached 22 mmol/l (396 mg/dl) and ketones measured at 3.0 mmol/l while wearing the pod between 5 and 24 hours. Symptoms reported include vomiting, dizziness and weakness. The patient was treated with insulin. The patient was released the same day. The pod was removed at the hospital and was discarded.